Event description:
It was reported that during a hemicolectomy procedure, the instrument did not staple in the b form. The staples were malformed. The case was completed with a like device. There was no reported consequence.